Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: back flow of blood occurred when the valve did not work properly. No injury reported.

Manufacturer narrative:
(B)(4). One (1) used set without packaging and 1 photo was returned for evaluation. Visual examination of the set noted no visual defects. The photo was examined, and no issues were noted. The set was leakage tested per specification with passing results. In order to simulate use of the set, a 20ml original perfusor was filled with water and connected to the reflux valve. The syringe was engaged to empty all the water and disconnected from the set. The set was connected to a water source at the female luer and pressurized at 1 psi. Leakage was noted past the blue plunger and through the valve. The valve was dissected and examined. No issues were noted during examination. The reported defect of leaking valve was confirmed. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. In addition, five (5) retains were visually and physically tested per specification with passing results. The retain samples were found within specifications. While we are unable to confirm the root cause of the reported defect, we will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.